Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient experienced high blood glucose over 600 and patient is hospitalized and suffer the issue with diabetes related problem. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states